Event description:
The customer received questionable ion selective electrode (ise) sodium results on their c501 analyzer for the past several days. All repeat testing was performed on a different c501 analyzer ((B)(4)). The first patient's initial sodium result was 129 mmol/l accompanied by a data flag. The repeat result was 136 mmol/l. The second patient's initial sodium result was 133 mmol/l accompanied by a data flag. The repeat result was 141 mmol/l. The third patient's initial sodium result was 127 mmol/l accompanied by a data flag. The repeat result was 135 mmol/l. The fourth patient's initial sodium result was 132 mmol/l accompanied by a data flag. The repeat result was 142 mmol/l. The fifth patient's initial sodium result was 130 mmol/l accompanied by a data flag. The repeat result was 141 mmol/l. The sixth patient's initial sodium result was 134 mmol/l accompanied by a data flag. The repeat result was 140 mmol/l. The seventh patient's initial sodium result was 129 mmol/l accompanied by a data flag. The repeat result was 137 mmol/l. The eighth patient's initial sodium result was 131 mmol/l accompanied by a data flag. The repeat result was 139 mmol/l. The ninth patient's initial sodium result was 133 mmol/l accompanied by a data flag. The repeat result was 140 mmol/l. The tenth patient's initial sodium result was 130 mmol/l accompanied by a data flag. The repeat result was 139 mmol/l. The eleventh patient's initial sodium result was 131 mmol/l accompanied by a data flag. The repeat result was 139 mmol/l. There were no adverse events. The sodium electrode lot number and expiration date were not provided. The field service representative found that the rinse nozzle and incubation bath were dirty. He cleaned the rinse nozzle and incubation bath. The customer performed calibration and quality control with passing results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. The data provided indicates a maintenance issue at the customer site. It was noted the pre-analytical process at the site was poor, which can contaminate the instrument due to bad sample quality. Additionally, the analyzer experiences a heavy throughput, and the recommended replacement of electrodes was not followed. Finally, lack of maintenance on the analyzer may have also contributed to this event. No adverse events were reported.